Manufacturer narrative:
The cause of the reported flagged no coag result is user error. The sysmex cs-5100 evaluation and check algorithms document instructs the user that the coagulation reaction was not detectable due to low fibrinogen concentration, an anticoagulant sample or a reagent problem. They are instructed to repeat the analysis and make an overall judgment of the sample, reagents and the like. They are advised to set a longer detection time and repeat the analysis. In this instance the flagged no-coag comment was reported to the physician. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A flagged no coagulation (no coag) result was obtained for prothrombin time on the cs-5100 instrument with the dade innovin reagent. The account reported no coag to the physician. The physician administered vitamin k to the patient. It is unknown if patient treatment was otherwise altered or prescribed on the basis of the reported no coag flagged pt result. There is no report of adverse outcome to the patient as a result of the reported no coag flagged pt result or vitamin k administration.

Manufacturer narrative:
Original MDR was filed on 2016-09-02. The correct date of the event is (B)(6) 2016 rather than typographical error (B)(6) 2015. The sysmex cs-5100 evaluation and check algorithms document instructs customer on interpretation of no coagulation flags. Action steps for "no coagulation" check the sample for possible anticoagulant contamination, hemolysis, lipemia, etc. Verify delivery of sample and reagent. Reanalyze the sample. For fibrinogen, if auto-redilution is not set, change the dilution ratio and reanalyze. If reanalysis gives "no coagulation" message again, the sample is below the detection limits of the detector. Use an alternate method to confirm the data. Do not report results without numerical values.